Manufacturer narrative:
Batch review performed on 21 december 2023: lot 121055:(B)(4) items manufactured and released on 04-july-2012. Expiration date: 2017-05-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review. Additional component involved: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 lot. 115764: (B)(4) items manufactured and released on 06-mar-2012. Expiration date: 2017-01-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery for infection at about 11 years and 2 months post primary tha due to infection. The pathogen is unknown. The surgeon performed a washout and revised the head and liner and the surgery was completed successfully.